Event description:
New informaiton was received indicating the device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was increased pacing impedance and capture threshold noted on the right atrial (ra) lead. No intervention was performed to resolve the event and the patient was in stable condition. Further information was requested but not received.